Event description:
It was reported to the manufacturer a stenting procedure of the ica (internal carotid artery) was attempted. While advancing the first stent (see mfg report #6000078-2007-00233) "...prematurely deployed in the ica [internal carotid artery] before reaching the target lesion of distal ica, so another stent was tried..." While attempting, the guiding catheter got trapped in the first stent, "..and the second stent predeployed..." (Suspect device). The second stent overlapped the first stent a little bit. The procedure was not completed due to these issues. There were no pt complications and the pt condition was good.

Manufacturer narrative:
No reported pt complications and pt condition is good. However, stent implanted in unintended site. Additional: PMA/501(k)#: h020002/s5. Per additional information received from the facility contact. "...physician said the second one was due to his mistake." The additional information has aided boston scientific to determine the most probable cause of the user's experience to be use related (user interface contributed to event).